Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow up. Interrogation of the device revealed that the patient's right atrial lead was oversensing noise, with multiple episodes of automatic mode switch. The patient did not report any discomfort. The device sensitivity was reprogrammed to address the issue. The patient would continue to be monitored.